Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device failed for high impedance. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference sections b5 and h6;medical device problem code. Evaluation results: the customer's report was observed during review of the device data logs. However, the device was put through extensive testing including functional stress testing without duplicating the report. An internal inspection found no discrepancies. The error was cleared. The device was recertified and returned to the customer. This report was inadvertently submitted and reports of this nature are typically not submitted as there would be no potential for clinical impact. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed a "low battery" message. Complainant indicated that there was no patient involvement in the reported malfunction.